Event description:
Information was received indicating that the volume indicated on a smiths medical cadd ambulatory infusion pump was not the amount in which was extracted from the disposable. There were no reported adverse patient effects.

Manufacturer narrative:
Corrected data: d4: (device model and catalog number).